Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One double merit flush device kit with an IV set and pressure tubing were returned for examination. The reported event of detached tubing issue was confirmed. The pressure tubing was found detached from the tubing adaptor of the merit flush device. The flush device sub-assembly instructed to bond the tubing to the flush device with adhesive. Residual adhesive like material was observed on the inserted portion of the detached tubing. No other visible damage was observed from the kit. The tubing outer diameter near the bond area of the detached tubing was measured and found to be within specification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. It is common clinical practice to inspect all products before usage. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, they are used in critical care units or ors where patients are closely monitored. If the pressure tubing becomes detached during use, it will affect the pressure waveform, which will immediately alert the clinician to begin the troubleshooting process. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. In this event, no patient compromise was reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review. Correction- the reported event occurred before use.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that during use of this dpt (disposable pressure transducer) with a patient, the pressure tubing detached from a male connector. There were no patient complications reported. Patient demographics were unable to be obtained.